Event description:
Caller reported a malfunction on the pump, which led to the customer's blood glucose level exceeding 500 mg/dl (27.7 mmol/l). The customer addressed the high blood glucose level by administering a correction injection via multiple daily injections (mdi). No third-party assistance was required. Tandem technical support arranged to replace the pump, advising the customer to switch to mdi as a backup insulin therapy and informed them of the updated software and necessary training upon receiving the replacement pump. The customer was instructed to return the malfunctioning pump using the provided packaging.